Event description:
It was reported that during a wisdom tooth extraction, the handpiece overheated and burned the pt. The burn was described as a blister and superficial burn, and it was located on the pt's right-side of lip near the corner of the mouth. The injury wasn't noticed until after the procedure was completed. The burn was treated with neosporin, which was recommended as continued treatment at home. In a follow-up the next day, the doctor determined the injury would heal fine with neosporin and on its own, and no further complications are expected.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a likely cause for the reported complaint was problems with bearings, the bearing stop, bur shield, and nose cone, which have each been replaced along with other components. Service did a clean, lube, and adjust to the drill/device, and it was repaired and returned to the customer.